Event description:
The following was reported to hamilton medical ag: te 232035 (pfilter selftest failed) appears after the selftest. Ventilation is imposible. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).